Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker had an inappropriate reset. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicated no intervention was performed, as the device was interrogated normally after the reset error was noted. The patient was stable.